Manufacturer narrative:
The reported event of no atrial tachycardia/atrial fibrillation (at/af) detection was confirmed. Based on the review of the session records, once tachycardia therapies were disabled, at/af detection will not occur. The device is performing per specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, a diagnostic anomaly was noted on the device. Technical support was contacted and confirmed the event. Due to patient condition, no intervention is planned or has been performed at this time. The patient is stable.